Manufacturer narrative:
(B)(4): the test strip passed testing with no faults found.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012 the user in (B)(6) contacted lifescan to report the one touch verio pro meter continued to display the "apply sample" icon during testing and the test strip did not completely draw in the blood sample. There was no patient injury associated with this issue. As the issue was not resolved with troubleshooting, the complaint is being reported. There was no indication that the product caused or contributed to an adverse event.